Event description:
The extension catheter was being used during the pci of an rca. The 6f. Guidezilla extension catheter broke when removed from the body. They used another guidezilla extension catheter and they could not advance the bms stent. The guidezilla was noted to be damaged when removed from the body. No harm to the patient. (Event report #2 of 2 - for second device).